Event description:
Lasik surgery, before surgery needed glasses for all activities. Corrected just for distance as follows: keep in mind, I almost never wore the contacts, other then a few times, a yr for swimming. Contacts biomedics toric ocufilcon, left eye sph 6.00 cyl 1.75 ax 90 bc 8.7 dia 14.5, right eye sph 5.50 cyl 1.25 ax 90 bc 8.7 dia 14.5. Eye glass prescription from 2006 was sphere cylinder axis prism od -7.50 +1.25 180, os -7.75 +1.75 178. Surgery done at eye & surgery center. In 2007, surgery +0. Noticed left eye vision not as good as right eye. On the next day surgery +1 follow-up visit my right eye is corrected 20/20 and left eye not focusing well. Dr massaged the left eye flap. On the following month surgery +6 vision is right eye is great, but left eye not improving. Also can't drive at night because of strong glare from any lights. On a week later, surgery +14 another exam, still no improvement in left eye. Got a contact for left eye that has improved vision greatly. On fifteen days later surgery +29 left eye has improved greatly for distance but very bad in near vision. I've been using the left contact to see better up close but blurred distance vision. On the following month surgery +49 vision in right eye has gotten worst over the last week. Was tested for extreme dryness but test came up negative. Dr messaged the right eye. On four days later surgery +53. Dr. Phillips messaged right eye again. I do not see any improvement. On two days later, surgery +55 another right eye massage. On the following month surgery +71. At this exam, got them to give me contact for my right eye and they gave me contact for left eye for better up close vision. Left eye vision up close is very bad while right is not bad with contact. In early 2008 surgery +102 right eye vision still deteriorating. Can't see any letters on the chart. Left distance vision good but near vision blown out for 15 ft. Currently, approx three and a half months later, right eye vision uncorrected needs corrective lens to do daily activities. Left eye fine for distance but near vision not good without corrective lenses to read or work at a computer. I wear two pairs of glasses now. One progressive lens with od -175 sph +200 cyl 085 axis os +025 sph +75 cyl 110 axis +175 add for progressive. I still can't see as well as I used to before lasik in either eye with my right eye seeming to get worse over time.